Event description:
It was reported that the implantable pulse generator (ipg) battery depleted during warranty time and was reported as premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Without a lot number or device serial number, the manufacturing date cannot be determined.